Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Regarding the recurrence of hernia; hernia recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following has been alleged by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery to repair a hernia and a non-bard/davol "mesh" was implanted during the surgery. On (B)(6) 2014 -the patient underwent surgery to repair a hernia and the bard/davol ventralex hernia patch was implanted during the surgery. The patient's attorney further alleged that "the patient suffered injuries including, but not limited to pain, recurrence, and additional surgery."